Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #2) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries and revision surgery; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) . (B)(6) 2012: the patient underwent surgery to implant a perfix plug(device #2). (B)(6) 2013: the patient underwent surgery to implant a perfix plug(device #3). (B)(6) 2014:the patient underwent surgery for implant of an unspecified bard/davol bard mesh(device #4) on (B)(6) 2014 and (B)(6) 2017: it is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the bard mesh(device #1 and device #4) and the perfix plug(device #2 and device #3), (B)(6) 2014:the patient underwent revision surgery. (B)(6) 2017:the patient underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard mesh(device #1 and device #4) and the two (2) perfix plug(device #2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."